Event description:
The sales representative reported that when the programmer was powered on, there was an "overheat" message and the fan was making a very loud noise; therefore, another programmer was used. The chronic programmer was returned for service. There was no patient involvement.

Event description:
The sales representative reported that when the programmer was powered on, there was an "overheat" message and the fan was making a very loud noise; therefore, another programmer was used. The chronic programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The sales representative reported that when the programmer was powered on, there was an "overheat" message and the fan was making a very loud noise; therefore, another programmer was used. The chronic programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. Analysis did find that the power supply had a burnt electronic smell, the power supply was replaced. It was also noted that the system fan was noisy and the electrocardiogram was loose on the printed circuit board.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.